Event description:
It was reported that the patient with this right atrial (ra) lead indicated that there was a fault with the lead and sub subsequently it was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead indicated that there was a fault with the lead and sub subsequently it was explanted and replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available, rather than previously the ra lead dropped into the right ventricular (rv) lead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations regarding the allegation.

Event description:
It was reported that the patient with this right atrial (ra) lead indicated that there was a fault with the lead and sub subsequently it was explanted and replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available, rather than previously the ra lead dropped into the right ventricular (rv) lead.